Event description:
The customer reported being hospitalized due to high blood glucose of 299mg/dl. The customer was experiencing unexplained high glucose for one day. It was stated that the events leading to her admission was vomiting and ketones. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.